Event description:
It was reported the customer received a keypad anomaly. The customer stated the numbers on their keypad was scrolling. It was also found the customer's insulin pump frozed up when they replaced the battery as an attempt to resolve the issue. The customer also reported receiving a button error alarm while they were on the call. Customer's blood glucose was 170 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The insulin pump was received with cracked case at display window corner, minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).